Manufacturer narrative:
Results and conclusion summation - historical guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the tip to detach. The fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. However, the guide wire used was not returned, a root cause for this issue cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation/no medical intervention, has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that upon removal of the guide wire from the artery, the guide wire was stretched and unraveled from the inner core of the guide wire. The guide wire was then gently and slowly removed from the pt's anatomy. The guide wire was intact but stretched two feet longer at the proximal tip. The guide wire was used with another co's stent. Reportedly, there was no pt injury. No additional event or pt info is available.